Event description:
It was reported that via a multi-center study of these leads, there were multiple anomalies observed. These anomalies include helix fracture, a septal perforation, and atrioventricular block. There were no additional patient effects reported.

Manufacturer narrative:
This device has not been returned to boston scientific; therefore, physical analysis has not been performed. Investigation of the available information suggests that torsional overstress during attempts to position the lead may have caused the helix to break. Depending on patient anatomy and physician implant technique, adequate torque may not be transferred to the helix in all cases.

Event description:
It was reported that via a multi-center study of these leads, there were multiple anomalies observed. These anomalies include helix fracture, a septal perforation, and atrioventricular block. There were no additional patient effects reported.